Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with bilateral inguinal hernias, umbilical hernia, thereby underwent laparoscopic repair with implant of bard flat mesh (device 1 and 2). Per op notes, ¿a direct inguinal hernia was identified in the left inguinal region and was dissected. A bard flat mesh (device 1) was placed in the defect region and sutured. A small indirect hernia was identified in the right inguinal region and was reduced. A bard flat mesh (device 2) was placed and secured in posterior abdominal wall. Another hernia was identified in umbilical region, dissected and sutured¿. (B)(6) 2017- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of ventrio st mesh (device 3). Per op notes, ¿incision was made through old scar which was partially excised. The hernia defect was then identified through the abdominal wall tissues. A ventrio st mesh (device 3) was placed and sutured¿. (B)(6) 2017- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with implant of ventralight st mesh (device 4) and explant of ventrio st mesh (device 3). Per op notes, ¿the scar tissue was removed. There were omental adhesions to the mesh and was taken down, ventrio st mesh (device 3) was found to be pulled away from left side of the abdominal wall and the entire ventrio st mesh (device 3) was dissected and sutured. A ventralight st mesh was placed to fit the open area in the abdomen and sutured¿. (B)(6) 2018- patient was diagnosed with abdominal pain, thereby underwent right transverse abdominus plane (tap) block.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. This supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5,b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d6b, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the ventrio st mesh (device 3). Additional MDR was submitted to represent the ventralight st mesh (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.